Event description:
It was reported during a rectum procedure, that the device would cut but stapled partially. The surgeon changed his surgical technique. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.